Event description:
These items contain fiberglass-like materials that gets into the nostrils of the caregivers when donned and is very irritating. These also have shorter chin length which makes the mask slip off the face. Coupled with the loose fibers in the mask, the wearer goes through an uncomfortable ordeal.